Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of recn0300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via sales rep: "catheter inserted in upper basilic vein without incident using ultrasound guidance. Vessel was 0.5 cm deep. Inserting nurse said that blood return and flushing seemed normal upon placement. The patient was immediately transferred to CT for a power contrast injection scan. Blood return was not observed and contrast was injected. The contrast infiltrated into the surrounding tissue and no contrast was observed in the vessel during the CT scan. The catheter was removed and saved and several kinks in the catheter were observed".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, and it appeared that the kink developed during use. One 20g x 2.25¿ accucath was returned for investigation. Evidence of use was observed on the sample. The catheter had been removed from the deployment system. An extension set was attached to the pink hub and blood residue was observed within the hub. Kinks were observed in the catheter 1.7cm, 2.5cm, and 3.6cm from the distal tip of the catheter. It was reported that blood return was not observed and contrast was injected. The contrast reportedly infiltrated into the surrounding tissue. A functional test revealed that the catheter was patent to infusion and no leaks were observed. The infiltration may have been attributable to the kinking in the catheter, but no breaches were observed in the catheter tubing. The catheter was most likely positioned in a location where the kinks developed during insertion or use. The product IFU states, ¿measures should be taken to avoid kinking or obstructing the catheter during power injection to avoid device failure.¿ a lot history review (lhr) of recn0300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via sales rep: "catheter inserted in upper basilic vein without incident using ultrasound guidance. Vessel was 0.5 cm deep. Inserting nurse said that blood return and flushing seemed normal upon placement. The patient was immediately transferred to CT for a power contrast injection scan. Blood return was not observed and contrast was injected. The contrast infiltrated into the surrounding tissue and no contrast was observed in the vessel during the CT scan. The catheter was removed and saved and several kinks in the catheter were observed."